Event description:
Provider states the left side cylinder is leaking grease, oil spots are on the carpet.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.